Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker changeout. Upon interrogation, it was found out that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. Additionally, the ra lead exhibited high capture threshold and low impedance measurements. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Event description:
It was reported that the patient presented to the hospital for a scheduled pacemaker change out. Upon interrogation, it was found out that there were pacing inhibition and automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. Additionally, the ra lead exhibited high capture threshold and low impedance measurements. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.

Manufacturer narrative:
Correction- report type, b1, b2, b5, and h1. Report type- serious injury. B5 - added pacing inhibition.